Event description:
Serious injury involving one person. On 12/12/97, pt went to dr who diagnosed corneal ulcer and prescribed antibiotic. Lens model/water content: bausch and lomb b3 38% h2o; lot #: unk; eye involved: od; refraction: myopian; duration of use (in mos): unk; days lens worn: unk; last vist to dr prior to symptoms; unk; lens care sys used: chemical-quick care; disinfection sys used: ciba vision quick care; was homemade saline used: no; days lens worn between cleaning and disinfecting: unk; days lens worn between cleaning and symptoms: unk; days between symptoms and calling dr; 2; self-treatment by pt: no; hand washing before lens manipulation: unk; ulcer location: 4 o'clock; visual acuity before symptoms: 20/20 corrected; visual acuity after symptoms: 20/20 corrected; results of culture: none performed; results of corneal biopsy and/or scrapings: none taken; diagnosis: corneal ulcer; treatment administered: topical antibiotic; prognosis: eye healed as of 12/15/87.